Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Three views of the right foot demonstrate postsurgical changes from osteotomy involving the proximal diaphysis first proximal phalanx with single screw in place. Postsurgical changes from bunionectomy of the medial aspect of the first metatarsal head. Medial plate and screw fixation traverses the first tarsometatarsal joint as does a single screw. Space in between the proximal plate and bone along the medial cuneiform could indicate loosening. A definitive root cause cannot be determined. The reported event is confirmed by mmi review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: switzerland . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a revision due to nonunion. A new plating system was implanted. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.